Event description:
This is a report received by a baxter sales representative from turkey. On (B)(6) 2010, it was observed that the set which was connected to the patient was cracked (the lock part) and that fluid was leaking from the inside of the set. The set was removed and second set was connected to the patient. This set was also cracked and fluid was leaking from inside of it (in the meantime, the therapy of the patient was not started). No clinical impact on the patient was reported.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 2998 ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The samples are not available for evaluation. Should additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The root cause of the cracked transfer set was undetermined. A batch review was completed on the reported lot (h09j21023), with no defects noted. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.